Manufacturer narrative:
Occupation was lay user/patient.

Event description:
Customer complained about a discrepant inr result between their coaguchek xs (B)(4)meter and a lab using an unknown reagent. At 12:50 pm, the customer tested by fingerstick using meter (B)(4) and the result was 5.0 inr. The lab test was performed at 1:50 pm and the result was 3.2 inr. The customer was then tested with a professional coaguchek xs meter and the result was 5.2 inr. The customer's therapeutic range is 2.5-3.5 inr. Customer is not anemic and does not have antiphospholipid antibodies. The customer is not on any direct thrombin inhibitors. Customer has no new illness, no medication changes and no diet changes. The customer had no signs of a high inr and the patient is currently stable. There was no allegation of an adverse event. Retention test strips (286320) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field - correction/removal report no.